Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was noted with presence of noise artifact and non-sustained rv oversensing episodes. Programming changes were made. The patient presented for a lead revision on (B)(6) 2020. When the lead was extracted, the patient's blood pressure dropped precipitously, and the physician performed an emergency open heart surgery. The explanted lead was discarded. The patient was recovering.